Event description:
It was reported that the scale was inaccurate due to the foot section of the litter becoming detached. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.